Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the medications were not crossing over to the station. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that medications were not crossing over to the station on the server. The technical support specialist checked the visit ID that was provided by the customer and found ID had no admission message from active directory but included a pharmacy order. The admission status was placeholder on the enterprise webpage. The tss advised the user to provide another visit ID for verification. The new visit ID also showed as placeholder with no admission message when running the transaction query. The tss executed a specific query to retrieve comprehensive information about the messages received in version 1.7.4. The tss confirmed that there was no delay in the timestamps for processing and advised the customer to inform the active directory team to resend the message. The tss contacted the customer and confirmed the issue had been resolved with the inpatient pharmacist. The system functioned as intended after the technical support specialist tested the device.